Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller entering backup mode and damage to the power leads was confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was submitted for review as well as downloaded from the controller showing overlapping events spanning approximately 23 days ((B)(6) 2020 per time stamp). At the end of the log file, there was no indication of the driveline or power being disconnected for a controller exchange, or any further alarms, which is indicative that the system controller entered backup mode. By design, the system controller does not record events while in backup mode. The system controller was not in backup mode when returned and underwent preliminary and functional testing as well as tested with the returned and associated 14v battery clips. The system controller was run for an extended period of time and was able to support pump function for extended operation. The damage to the power leads was further investigated. A cut in the black/white, negative power line, wire was found on the white power lead. The damage to the black power lead was cosmetic. The root cause for the reported event was not conclusively determined through this analysis. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook (doc. #(B)(4), rev. B) section 3 entitled ¿powering the system¿ instructs the user not to bend, kink, or twist the power leads of the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (doc. #(B)(4), rev. B) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (doc. #(B)(4), rev. B) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a yellow wrench and controller fault alarms. It was also noted that on the black power lead cable there were visible wires, as well as, portions that the patient attempted to cover with rescue tape. The patient's controller was exchanged and this resolved the alarms. No further information was provided.